Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pump module was either not infusing at the correct rate or had stopped infusing and didn't sound any alarms. The customer checked the error logs and found that the pump had thrown the same error code 24 times since april 2021. The device passed full preventative maintenance. The device seems like it'll work and then the sensor will fail, and then it will work for a few months and then fail again (on a cycle). There was no information on patient involvement.

Event description:
It was reported that the pump module was either not infusing at the correct rate or had stopped infusing and didn't sound any alarms. The customer checked the error logs and found that the pump had thrown the same error code 24 times since april 2021. The device passed full preventative maintenance. The device seems like it'll work and then the sensor will fail, and then it will work for a few months and then fail again (on a cycle). There was patient involvement but no harm.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information, a26 - insufficient information (3190), g07001 - part/component/sub-assembly term not applicable, b17 - device not returned, c20 - no findings available. Correction : date of event, describe event or problem, concomitant med prod data, additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex e, f, a, g, b, c, d codes h3 other text : not applicable. Device evaluated by bd.